Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm device was alerting for a low reading and the patient's wife was awakened by this. She attempted to wake the patient several times but was unsuccessful, and it was understood that the patient had loss consciousness. Concerned, she checked the patient's glucose using a blood glucose meter, which showed now numbers, but a high reading. She then calibrated the readings on the omnipod pump, which administered insulin to the patient. Within an hour and a half, the wife calibrated the omnipod pump three times, resulting in a total of 9.8 units of insulin administered (specific units per calibration were not provided). According to the patient, his wife continued to monitor his glucose levels, and after three hours, when the reading reached 320 mg/dl, the patient woke up. The patient stated they experienced diabetic ketoacidosis, but no further treatment was reported to be needed and the patient did not go to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.